Event description:
Additional information received reported that a 0x400 por had occurred and the device had not worked since that time. The reason for the por was unknown. The patient fell asleep one night with a tablet computer and it moved on top of the implant and became ¿pretty hot.¿ it was not known if the por had occurred at that time. The por was cleared and stimulation turned back on. The therapy was working great with good coverage.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and manufacturer's representative. An appointment of (B)(6) 2013 was noted. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the patient experienced stimulation in the wrong location along with a shocking/jolting sensation. It was noted that the patient was in "misery" the week prior to the report. It was reported that the patient was only feeling stimulation if she was lying or leaning on her left side. It was noted that the patient got shocked when she flipped over onto her right side when she was lying down or leaning to her right side when sitting down. It was reported that she felt the jolts in her flank area. It was noted that the pain was getting "intolerable" and changing programs/adjusting stimulation did not help the symptoms. It was reported that the patient was having "tons" of headaches. It was reported that the patient "passed out" when she got up the day prior to the report and everything started turning black, so she grabbed the counter and sat back down. It was noted that the stimulator was "not even working" and that the stimulator shut itself off. It was reported that the shocking pain "went away" when the patient turned the device off. It was noted that the patient was unable to use the programmer to get the implantable neurostimulator (ins) to turn on after she turned the ins off. It was reported that with troubleshooting from the company representative, the patient was able to turn the ins back on. It was reported that the patient felt stimulation in her right kidney area rather than down her right leg when the ins was on. It was noted that the patient charged her battery to full the day prior to the report and was "already" down to half charge the day of the report.

Event description:
It was reported that the battery needed to be charged more frequently and was depleting more quickly during the month prior to report. It was further noted that the patient experienced weird shocks¿ that began two days prior to the date of this report. The patient was shocked the day prior to this report and a ¿call your doctor¿ message and a power of reset (por) were observed. The patient had been near the computer and maybe the microwave the day prior to report. (B)(4). Additional information was requested but was not available at the date of this report.

Event description:
Additional information found it was further reported a manufacturing representative saw the patient in office for reprogramming. It was noted an x-ray was done and ¿showed everything looked great¿ and impedance check showed no abnormalities. It was stated the patient had a revision already done to get better coverage to her right side only. It was further noted manufacturing representative asked the patient to shut stimulation off, but ¿could not shut it off because her pain would be too much.¿ it was noted the stimulation did help with the right leg pain, but the patient wanted to avoid having stimulation higher in right side. It was stated the rate had been adjusted several times which the patient had control of.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported the manufacturing representative met with the patient on (B)(6) 2013 for reprogramming. It was noted that an impedance check was done and nothing was out of limits. It was further noted the patient was happier when they finished the appointment. The reporter stated they adjusted the program and rate which provided better relief. The reporter further stated the patient denied having any sort of shocking feeling. It was noted that recharging was going well. It was further noted the patient would contact the manufacturing representative for any further problems.